Manufacturer narrative:
(B)(4).

Event description:
Through further investigation, one of the explanted valves belonged to a (B)(6) male that underwent re-do aortic valve replacement due to aortic bioprosthetic incompetence 11 years after implant.

Manufacturer narrative:
(B)(4). Although there have been attempts to receive further information regarding the devices and event, no additional details were provided and the explanted devices were not returned to edwards for analysis. At this time, edwards lifesciences is unable to determine the root cause for these event with the provided information. The device history record (DHR) review was not able to be completed as information about the product was not provided. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that two (2) valves were explanted after an unknown implant duration due to unknown reasons. During evaluation in the lab with a microscope, the pathologist noticed a round object at 200 micrometer magnification on both valves. This was observed on the flow surface of the pericardial cusp. The patients are alive and well and no additional details were provided.